Event description:
It has been reported to philips that the host pc failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the host pc couldn't boot up. The fse checked the host pc and found it was not powered up. The fse started up the host pc by pressing the power button. The fse checked the logfiles and bios (built in operating software) configuration and found the host pc main board battery which was 2.95v dc. The fse reinstalled and readjusted the time and date of the bios battery. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.